Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and ten (10) were evaluated by functional testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes customer complained that there were several tubes with loose cap. The following fields have been updated with additional information: the cap of the tube is loose and the blood sample is exposed. 1. The quantity stated is 1000, but in the picture I saw around 10 tubes having this defect. May I confirm that the quantity of defective tubes is really 1000? Customer complained that there were several tubes with loose cap per box, so they requested return the abnormal lot and change another lot number. 2. May I know if there is any user/patient exposed to blood due to this incident? Fortunately, the tubes were covered by the bag, there was no user/patient exposed to blood due to this incident. 3. Was there any physical harm to the customer as a result of the leak? User needed to re-collect the blood from patient, and it caused data delayed. 4. If there was patient harm, what is the current medical status? There is no patient harm, but they needed to re-collect all patients' specimen again.